Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the following: "instructions for use setup: 1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the purewick urine collection system, connect the canister to the unit and turn the unit on. Please consult the purewick urine collection system user guide for further information. 2. Using standard suction tubing, connect the purewick female external catheter to the collection canister. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewick female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. Removal: 5. To remove the purewick female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewick¿ female external catheter directly outward. Ensure suction is maintained while removing the purewick female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Maintenance: 6. Replace the purewick female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient said they are in rehab and was unsatisfied with product, stating that the urine is "staying in the catheter". However, she reports a physician performed a bladder scan and noted 1000 ml of urine in her bladder. It's unclear if lot number was requested. Rn educated patient that system will not pull the urine from her bladder but only collect it as she voids. Because the customer mentioned the wick, rn offered to troubleshoot the system. Customer declined, requested call back on (B)(6) 2025. Rn scheduled call back for 6 p.m. CT and ensured that customer has the new customer support line phone number. Used with female wicks. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: d, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
(Other external source - teleperformance). Pt said that she is in rehab and is unsatisfied with product, stating that the urine is \ "staying in the catheter\ ". However, she reports a physician performed a bladder scan and noted 1000 ml of urine in her bladder.\ it's unclear if lot number was requested. Rn educated pt that system will not pull the urine from her bladder but only collect it as she voids. Because the customer mentioned the wick, rn offered to troubleshoot the system. Customer declined, requested call back on (B)(6) 2025. Rn scheduled call back for 6 p.m. CT and ensured that customer has the new customer support line phone number.\ used with female wicks. No additional information provided. Per customer response received via mail on (B)(6) 2025, it was reported that they used the purewick while they were in intensive care unit and rehab at (B)(6). No lot number was available because it was the hospital's property. The issue was not resolved. They were very dissatisfied with the non-performance of the product. The unit they used are the property of (B)(6) hospital & rehab. When they used the wick overnight, by morning there was nothing in the collection cannister intil they stood up and then urine shot up to 600. Therefore, they returned the unit they purchased while they were in rehab to use at home. The product's performance was unsatisfactory, and they would like their money refunded without the 15% restocking fee as the unit was never used.